Manufacturer narrative:
Date of event: unknown. This report is for unk - vertebral body replacement - expandable: synex. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the subsequent review of the following literature article: vieweg (2003) vertebral body replacement system synex in unstable burst fractures of the thoracic and lumbar spine ¿ a retrospective study with 30 patients zentralbl neurochir, volume 64, pages 58-64. (B)(6) the aim of this study was to retrospectively analyze the efficiency of vertebral body replacement in treatment of unstable burst fractures of the lumbar and thoracic spine with regards to surgical complications and the postoperative radiological examination results. A total of 30 patients, 16 women and 14 men with an average age of 45 years (ranging from 20 to 73 years) were treated over a period of 22 months. About 20 patients had thoracolumbar junction fractures, 2 patients had thoracic vertebral column fracture and 8 patients had lumbar spine fracture. Fractures were stabilized with a vertebral body replacement with the synex distraction element. The average follow-up time was 14 with a range of 6-24 months. The pain was documented on 4-point verbal rating scale (vrs-4) as grade 0: no pain, grade 1: low pain intensity, pain only during intensive physical activity, grade 2: moderate pain, pain during mild activity, grade 3: constant pain. The following complications were noted: patient 1 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 3 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity). Osteoporosis was noted. Patient 4 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity). Osteoporosis was noted. Patient 6 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 7 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 8 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 9 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 11 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain grade 3: constant pain). Osteoporosis was noted. Patient 12 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity). Postoperative radiological result showed a broken-in distraction element synex with osteoporosis in the context of chronic alcoholism. The distraction element healed in this kyphotic misalignment. The fracture healed in an acceptable kyphotic malposition. Patient 13 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 14 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 2: moderate pain). Osteoporosis was noted. Patient suffered a postoperative correction loss due to instability in the treated segment (instability fixateur interne) patient 15 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 16 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity). Patient developed moderate dorsal flexor paresis (temporary dorsal flexor paresis). Patient 19 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 21 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, osteoporosis was noted. Patient 22 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient developed an irritation of the lumbosacral plexus possibly caused by spatula pressure (temporary plexus lesion). Patient 23 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, osteoporosis was noted. Patient 24 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 25 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity) patient 27 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively patient had recurrent pleural effusion which had to be treated with another chest tube. Patient 28 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain grade 3: constant pain) patient 30 ¿ (B)(6) patient with lumbar vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, osteoporosis was noted. Other complication include: the average loss of correction of 1.6° was noted. The average loss of correction of 5° was noted (in patients without osteoporosis). The average loss of correction of 10° was noted in 4 patients with unambiguous osteoporosis and without a ventrolateral stabilization. In 1 patient, due to this correction loss, a dorsal revision procedure was carried out with loosened fixateur interne. The distraction element was left in place. In other 3 patients, the fracture healed in an acceptable kyphotic malposition. In 3 patients, secure osseous could not be demonstrated. Two (2) patients complained of a resting pain. Two (2) patients complained of pain during slight physical activity. Twenty-six (26) patients were either free of pain or reported only minor pain during or after more severe physical activity. This report is for an unknown distractable vertebral body replacement system synex (synthes, (B)(4)). This report is for patient 13 ¿ (B)(6) patient with thoracic vertebral body fracture underwent stabilization with synex vertebral body replacement. Post-operatively, patient experienced pain (grade 1: low pain intensity, pain only during intensive physical activity). This complaint will be captured under 2 separate complaints as listed below: complaint (B)(4) will report on first 12 patients and complaint (B)(4) will report on remaining 10 patients. This is report 10 of 12 for complaint (B)(4).